Event description:
It was reported that the pt had bilateral inguinal hernia repair using 2 perfix plugs from the same lot. Pt is experiencing pain (has been for 23 months) in the groin area, testicles, moving downward to feet. Pt has also had hydroceles drained, but it seems to have recurred.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our current knowledge.